Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs pro meter (B)(4). The initial result from the meter on (B)(6) 2021 was 3.7 inr; the repeat result on the same day was 2.8 inr. The timing between tests is unknown. A different finger was used for each test. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests monthly.

Manufacturer narrative:
Initial reporter occupation: occupation is a patient/consumer. The test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. There were 3 test strips of lot 49408221 returned by the customer and tested for the investigation. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.